Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient inserted a sensor, and didn't feel the sensor. The patient removed it, and noticed that there was no electrode visible. Nothing further was reported.